Manufacturer narrative:
The four (4) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed and air flow was tested under water; no blockage was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink luer activated valve sets would not flush when connected to the patients. It was further reported that the extension sets would not prime with pre-filled 10ml saline syringe. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.